Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to it was noted that the guidewire had gone through the lead. This lead was never in service and a new lead was successfully placed. No adverse patient effects were reported.